Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.